Event description:
Follow up information received reported that the patient received assistance from their doctor and manufacturer¿s representative and their concerns were resolved. An appointment of (B)(6) was also noted.

Event description:
It was reported that the patient reports a por (power on reset) condition. Caller noted they have been turning up the right implant. Caller states that the healthcare provider has not advised them to turn the left implant on yet. Caller states they tried to connect to left implant and it showed por.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0fz70, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0fz70, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).